Event description:
It was reported that stent fracture occurred. The stenosed and long diffused target lesion was located in the mildly tortuous and moderately calcified saphenous vein graft. After 6f 3.5 non-boston scientific (bsc) guide catheter was engaged and a non-bsc guidewire crossed the lesion. A 2.00 x 12mm semi-compliant balloon catheter was used to prepare the proximal part of the vessel. A 2.5x10 non-bsc balloon catheter was advanced and inflated at 14 atmospheres and a 2.5x48 synergy drug-eluting stent (des) was deployed at the distal part of the lesion. A 3.00 x 32 synergy des was then deployed at the proximal part of the lesion and a 3.5mm non-compliant balloon catheter was advanced for post-dilatation. However, after post-dilatation of the second stent, it was noted that a strut in the proximal part of the stent was fractured. The procedure was completed successfully with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: (media review) the device was not returned to the complaint investigation site however one angiographic image was received attached to the complaint record and was reviewed. A review of the images provided could not identify the alleged stent fracture however stent strut displacement was noted in the proximal region of the stent. The apparent strut displacement noted could have been appeared to the physician as stent fracture however this was not the case as the displaced struts visible in the photo review most likely represent a stent deformation. This is induced by a possible interaction with ancillary devices used during the procedure as well as a possible interaction with the lesion anatomical features as the stent is noted to be on a bend and moderate calcium is present at this proximal region of the lesion. H3 other text: media.

Event description:
It was reported that stent fracture occurred. The stenosed and long diffused target lesion was located in the mildly tortuous and moderately calcified saphenous vein graft. After 6f 3.5 non-boston scientific (bsc) guide catheter was engaged and a non-bsc guidewire crossed the lesion. A 2.00 x 12mm semi-compliant balloon catheter was used to prepare the proximal part of the vessel. A 2.5x10 non-bsc balloon catheter was advanced and inflated at 14 atmospheres and a 2.5x48 synergy drug-eluting stent (des) was deployed at the distal part of the lesion. A 3.00 x 32 synergy des was then deployed at the proximal part of the lesion and a 3.5mm non-compliant balloon catheter was advanced for post-dilatation. However, after post-dilatation of the second stent, it was noted that a strut in the proximal part of the stent was fractured. The procedure was completed successfully with this device. No patient complications were reported.